Manufacturer narrative:
The t:slim x2 pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. Tandem technical support educated the customer on the auto off feature. Customer requested the auto off feature be turned off. Customer stated blood glucose levels became elevated, however, customer did not provide an exact blood glucose value. Customer delivered a correction bolus to stabilize blood glucose levels.